Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of dso (downstream occlusion) sensor delamination confirmed through visual inspection. Found dso seal is delaminating. Replaced dso seal. Performed dso calibration. Performed pvt (performance verification testing), unit passes all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor was delaminated. There was no patient involvement.